Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "in post op, machine stop two times, when case was over, tech noticed blood inside the centrifuge and blood inside device, no injury."

Manufacturer narrative:
The device eval is in progress. No results are available at this time. This report filed based on initial description of blood inside the device. A follow-up report will be sent upon completion of eval. (B)(4).